Event description:
It was reported that the lead could not be secured within the patient during the implant attempt. The physician believed it could be due to the patients anatomy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.